Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 1 was completely off bus and had failed cubie pockets. A field service engineer (fse) opened the back panel and found no lights on the drawer. The fse replaced the controller board and module board to resolve the issue. The drawer was working and recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen had gone black and would not reboot from that point. The customer stated that this malfunction occurred while the nurse was trying to pull the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.